Event description:
On (B)(4), 2010, received user facility medwatch report #: (B)(4) stating, "the vasoview handpiece malfunctioned at the sterile field. Saline supply line 'broke from the c-ring and had to be cut to remove from sheath.' All parts were accounted for. A new vasoview unit was obtained and used." It is unk whether the product is returning.

Event description:
The user reported bicarbonate results for five proficiency survey samples which were high compared to the acceptable range. On (B) (6) 2010, the samples were repeated with results within the acceptable range. Of the data provided, the results for three samples were discrepant. All results are in mmol/l. Sample 1 initial result was 35 with a data flag, acceptable range was 25-35, repeat result was 27.4. Sample 2 initial result was 27, acceptable range was 16-26, repeat result was 20.9. Sample 3 initial result was 18 with a data flag, acceptable range was 8- 18, repeat result was 13.5. The user had no complaints for patient sample results and was not aware of any patients that were affected. The bicarbonate reagent lot number was in use at the time of the initial testing was 14904100. The bicarbonate reagent lot number was in use at the time of the repeat testing was 61744701. The user refused a service visit and stated the analyzer and assay are performing within specifications.

Manufacturer narrative:
Investigation of the event determined the failed proficiency survey might have been caused by elevated calibration values. The absorbance rates from the calibration performed prior to the initial testing of the proficiency samples differed from the absorbance rates from earlier calibrations. No patients were involved in the case.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.